Manufacturer narrative:
The pacemaker was "burning up" but the device anomaly was not further specified. No additional information was available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced the pacemaker "burning up" and redness on the patient's chest. The patient was advised to seek medical attention. No further information was available.